Event description:
Customer called to report that there was no beeping during programming nor during the tone test. Device did visually display the no delivery error, but had no audible during the high pressure test. Denies dropping or exposure to moisture.